Event description:
The clinician inadvertently covered the right hypogastric artery during the aaa therapy. There were no consequences to the pt. Additionally, there was palpable pulse in both sides post-op. No allegation of product deficiency was made by the clinician.